Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the operating room for a scheduled generator upgrade. Externalized conductors were observed on the rv lead via diagnostic imaging. Patient was asymptomatic. The electrical function of the lead was tested and no anomalies were detected. The lead¿s is-1 pin was capped and a new low voltage lead was implanted in its place, the high voltage df-1 pins were connected to the new device for high voltage support. The procedure concluded successfully and the patient remained stable before, during, and after. The patient will continue to be monitored.